Event description:
On (B)(6) received explanted lead from st. Jude medical. No explant information provided. Investigational letters will be sent to the implanting hospital and implanting physician with follow-up calls if required.

Manufacturer narrative:
Entire form filled out by manufacturer.